Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Medical record review revealed the 5-year echo showed normal left ventricular systolic function and a lv ejection fraction of 67%. The sapien xt valve, implanted in the aortic position, showed a ¿severely¿ increased transvalvular gradient for the valve type and size. The mean gradient was reported to be 41mmhg with an aortic valve area (by continuity equation) of 0.7cm2. Mild aortic valve regurgitation was also observed. This was suggestive of severe prosthetic aortic stenosis. A transcatheter valve in valve procedure was planned. A non-edwards 26mm self-expanding valve was implanted during a valve in valve procedure. Cerebral embolic protection was performed during the procedure. Post deployment tee revealed no central aortic regurgitation and mild paravalvular leak (pvl). Post dilation of the non-edwards valve was performed. Tee indicated no central regurgitation or pvl. The patient¿s hemodynamics were good and no significant residual gradient was measured. The patient tolerated the procedure well and was transferred to the ICU in stable condition. In this case, the exact cause of the severe stenosis of the valve 5 years post implant cannot be confirmed, but may be related to patient co-morbidities and the progression of pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the (B)(4) clinical study, during the scheduled 5 years follow-up visit post deployment of a 23mm sapien xt valve, the patient reported progressive increase in dyspnea on exertion and fatigue. Severe stenosis of the sapien xt valve was observed on tte. A tavr valve in valve procedure is planned. No further information is available at this time.

Manufacturer narrative:
Medical record review revealed the 5-year echo showed normal left ventricular systolic function and a lv ejection fraction of 67%. The sapien 3 valve, implanted in the aortic position, showed a ¿severely¿ increased transvalvular gradient for the valve type and size. The mean gradient was reported to be 41mmhg with an aortic valve area (by continuity equation) of 0.7cm2. Mild aortic valve regurgitation was also observed. This was suggestive of severe prosthetic aortic stenosis. A transcatheter valve in valve procedure was planned. No further information regarding the planned valve in valve intervention is available at this time.